Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for treatment. During the procedure the balloon could not cross the lesion and become ruptured. The procedure was completed with another of same device. There were no complications reported and patient is stable post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.